Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned reported that the device was explanted after an implant duration of approximately one week. Through follow-up with the health-care provider, it was learned that the this patient developed a ventriculoseptal defect (vsd) status post aortic valve replacement. A post-op echo suggested an iatrogenic perimembranous vsd. A tee was completed confirming the presence of a fairly small vsd. Therefore, the patient was brought to the or once again for repair of the perimembranous vsd. Subsequently, the previously placed aortic valve needed to be removed to allow repair of the defect. Upon removal of the valve, there was a fresh thrombus on all of the aortic leaflets and annulus. The defect was repaired and another edwards bioprosthetic valve was chosen. The patient was noted to have tolerated the procedure well. Additionally, the surgeon has indicated that this event was not related to a device malfunction.

Manufacturer narrative:
(B)(4) = thrombus. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis; therefore, the reported thrombus could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.